Manufacturer narrative:
A correlation between the device and the reported ventricular tachycardia and stroke could not be conclusively determined. Cardiac arrhythmia and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years and 5 months. It was reported that the patient had a history of compromised mental status after experiencing a non-vad related stroke and was found disconnected from power. Without return of the devices or receipt of a data log file, a correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of non-vad related stroke and was living on his own. On (B)(6) 2015, the patient was found at home with both system controller power leads disconnected. The patient expired due to brain anoxia. The patient's mental status was reportedly compromised and likely contributed to the dual power cable disconnects. The pump was not explanted.